Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 item# 00877502802 lot# unknown. 28mm i.d. 44mm o.d. Size f bearing item# 110031012 lot# unknown. Ms-30â®, distal centralizer, cemented, ã¸ 14/16 item# 0100351416 lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a hip replacement. Subsequently, approximately 5 years post implantation, underwent a revision surgery due to a periprosthetic fracture following a fall at home. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for investigation, but pictures were provided. The visible surface of the stem shows scratches and discolorations, most probably like biological residue after explantation. Due to the low quality of the image, a further assessment cannot be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Medical records were not provided, but a radiograph was received and reviewed by a radiologist. A single view of the right hip demonstrates screw fixation of the acetabular cup. An oblique periprosthetic fracture extends from the lateral cortex of the proximal right femoral diaphysis to the tip of the femoral component. Radiolucency along the bone-cement interface of the femoral component raises concern for possible loosening at the bone cement interface. Based on the available radiographs, the reported event can be confirmed and most likely attributed to the fall of the patient. However, with the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.